Event description:
A customer reported experiencing a minimum fill notification after a pump reset. There was no adverse impact to the customer's blood glucose level. The customer declined technical assistance, and no further action was required from technical support. Cts to replace pump. Customer reverted to an alternative method of insulin therapy.